Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia on an unknown date as he was diagnosed with a hernia prior to his start on pd therapy in (B)(6) 2024. The patient has persisting slight abdominal pain which has recently worsened but it was affirmed the severity of the patient¿s hernia was not exacerbated by ccpd therapy. It was explained the patient has opted for intermittent manual exchanges for renal replacement therapy when he does not feel like using the cycler. The patient has felt abdominal pain when sitting during manual exchanges but not on the cycler. The patient is scheduled for an outpatient corrective procedure for his hernia on (B)(6) 2024. The patient has remained on both continuous ambulatory pd and ccpd therapies throughout this course without deviation of his original prescription. It was confirmed the patient¿s umbilical hernia was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the initial diagnosis of this patient¿s hernia as he was diagnosed prior to his start of pd therapy. It is well known a majority of abdominal wall hernias are present prior to a patient¿s start on pd therapy. It has also been well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. Therefore, the liberty select cycler can be excluded as a root cause of or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he experienced a hernia. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced an umbilical hernia on an unknown date as he was diagnosed with a hernia prior to his start on pd therapy in (B)(6) 2024. The patient has persisting slight abdominal pain which has recently worsened but it was affirmed the severity of the patient¿s hernia was not exacerbated by ccpd therapy. It was explained the patient has opted for intermittent manual exchanges for renal replacement therapy when he does not feel like using the cycler. The patient has felt abdominal pain when sitting during manual exchanges but not on the cycler. The patient is scheduled for an outpatient corrective procedure for his hernia on (B)(6) 2024. The patient has remained on both continuous ambulatory pd and ccpd therapies throughout this course without deviation of his original prescription. It was confirmed the patient¿s umbilical hernia was unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.